Event description:
Complainant alleged that while attempting to treat a pt in transport, the device's display blanked out. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.